Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the medfusion 4000 syringe infusion pump displayed a "motor not running" error during priming. Although the motor functioned during drive train testing, the issue persisted after recalibration of all sensors. Additional testing identified drive train issues, the inability to reach the required pressure, and a missing screw securing the 10k position potentiometer. There were no patient involvement and no patient harm. If these malfunctions were to occur during patient use, they could interrupt therapy and potentially affect the patient.